Manufacturer narrative:
Concomitant products: 6932-65 lead; 6940-52 lead, implanted (B)(6) 2001. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture, and poor sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.